Event description:
An (a2000) was described as having the following problem; something blocks the hex shaft movement of the mayfield 2000 skull clamp. The shaft is "jumping." During pt skull fixing, scale is showing false force, indicating forces blocking hex shaft movement. The product problem was discovered before surgery and the neurosurgeon rejected the faulty clamp and applied another one. There was an approximate 10 minute delay in surgery as a result of the product problem. There was no pt injury involved with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.